Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -08.00/+3.0/108 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2024. The lens was reported as low vaulting and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found the optic deformed and the haptics bent and deformed. Dimensional verification was performed and the lens was found to be in specification. Corrected data: d4: primary unique device identifier (UDI) #: (B)(6) "UDI related data quality updates only" h4: device manufacture date: 27-apr-2023. Claim # (B)(4).

Manufacturer narrative:
The lens was explanted on (B)(6) 2024 and replaced with a longer lens (13.7mm) but the problem was not resolved. The surgeon felt that even the 13.7 size lens was small. Claim # (B)(4).